Manufacturer narrative:
It was reported that a control syringe component was cracked. The cracked syringe was reportedly identified while setting up for an unspecified procedure. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a small hairline crack was observed toward the end of the barrel closer to the plunger. No other defects or damage was noted. Although a definitive root cause was unable to be determined, likely causes include an issue relating to the component manufacturing process or component damage due to the rough handling of the pack during transport or storage. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component was cracked.